Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system application was not starting. The customer rebooted the system, but issue was not resolved. Upon troubleshooting actions, the fse identified that the system was starting but monitor was not displayed due to a defective kvm receiver. The fse replaced the kvm receiver and restarted the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.